Event description:
Original stent placed in the proximal circumflex at outlying facility (B)(6) 2011. Pt did not take her plavix, and now presents to outlying facility with a nonstemi. Transferred to our facility for cath/pci for suspected acute stent closure. Films reveal 100% occlusion with thrombus of previously placed stent. Thrombectomy performed, and area dilated with 2.5x20 ncquantum apex. Final films reveal timi iii flow. On (B)(6) 2011, pt discharged on effient.